Event description:
It was reported that during an ion endobronchial lung biopsy procedure, the patient developed a pneumothorax after undergoing a cone beam computed tomography (cbct) spin. The intuitive surgical, inc. (Isi) endoluminal sales associate (esa) contacted an isi technical support engineer (tse) and stated that after performing breath hold and subsequent cbct spin, it was noticed that the catheter moved 3-4mm away from the target and occurred during a second attempt. The tse informed the esa that the breath hold process is known to cause variance in location before and after cbct spins. The esa informed the tse that the pneumothorax occurred during the procedure and the procedure was aborted. Isi followed up with physician who provided additional information. The patient has a history of severe chronic obstructive pulmonary disease and emphysema. The nodule was located in the left lung. The physician stated that there was no issue with the ion, and that it functioned as intended. He statesdthe reason the catheter moved after each cbct spin was due to a combination of the patient's poor lung status, inefficient breath hold, and positive pressure ventilation. The small pneumothorax was noticed during the second cbct spin. The patient did not have any hemodynamic challenges, nor did he report any symptoms. Once the pneumothorax was noticed, the decision was made to abort the case. A post procedure chest x-ray confirmed the pneumothorax, which was moderate in size. A chest tube was placed and the patient was admitted to the hospital for three days, and was then discharged home.

Manufacturer narrative:
An investigation was completed to determine the cause of this adverse event. There is no indication that the customer reported complication of pneumothorax was related to a product issue. There was no allegation that a malfunction of an ion system, instrument, or accessory occurred during the procedure based on the reviewed clinical feedback. An ion product was not returned to intuitive surgical, inc. (Isi) for evaluation. Pneumothorax is a common complication for lung biopsies. It usually requires an integrity breach of the outer lining of the lung (e.g., needle puncture), which allows air to enter the pleural space, which may lead to a lung collapse. Based on the information available for this complaint, the probable root cause of the reported event is related to a known inherent risk of the device and procedure as documented in the labeling. No changes need to be made to the product or qms processes. The rates of this intervention pneumothorax are reviewed and consistent with the expected risk requirements. This adverse event is associated with an unspecified hazard. No additional actions are required as this known complication will continue to be tracked.